Event description:
Additional information was obtained from the facility which revealed that the patient's treatment was not stopped when the blood leakage was observed by staff as the patient's vital signs were stable. The bloodlines were clamped and then changed and reconnected to the needle and the patient was able to complete treatment without further incident. It is unknown if the disconnection from the luer connector of the needle and bloodlines was caused by patient movement; however, the staff did not observe any abnormalities after the connection fitting or during periodic check throughout treatment. The connection was done by attaching the luer connector of the needle to the bloodline and then screwed into place. There was no tape at the luer connection to the bloodlines and no lubricant or disinfectant was used at the connection portion. It was first reported that the hemodialysis (hd) machine did alarm at the time of the event; however, conflicting information was later received by the facility administrator who stated that the machine did not alarm as the leak occurred on the return (venous) side.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.

Event description:
A biomedical technician (biomed) at a user facility reported that a patient lost approximately 800 to 1000 milliliters (ml) of blood during hemodialysis (hd) treatment after the venous needle became disconnected from the bloodlines and the hd machine did alarm. The event occurred approximately two hours and forty-five minutes into the hd treatment. The patient was able to complete treatment on the same hd machine. No patient adverse reaction was reported. The patient went to the emergency room (ER) for a precautionary check of the patient¿s hemoglobin. The results were within normal range and the patient was sent home and was not admitted to the hospital. No defect or malfunction of the fresenius bloodlines or venous needle in use during the hd treatment was alleged, observed, or identified prior to, during, or following the event. No samples are available to be returned to the manufacturer for evaluation.